Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for examination. After physical review of the part, product complaint was confirmed, device presented a breakage condition. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.

Event description:
It was reported that the 5mm shim piece of the plastic broke off while trailing the components.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.